Event description:
The customer's parent reported via phone call that the customer received a motor error alarm during a prime. Customer's blood glucose was 468 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump due to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing motor. The insulin pump was unable to verify motor error alarm due to missing motor. The insulin pump had blank display due to broken connectors on interface board. The insulin pump had a broken off and missing end cap, cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.